Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump fell into a swimming pool and was no longer functioning. Blood glucose level at the time of the incident was 565 mg/dl, which was treated with manual injections. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. The pump also had a corroded motor home switch. Unable to confirm the button error alarm due to the blank display. However, corroded keypad traces were noted during visual inspection. Unable to perform testing due to the blank display. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, a broken belt clip slot, and cracked battery tube threads.